Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with 1ml juvéderm® volift¿ with lidocaine and 2ml juvéderm® volux¿ in malar region. Approximately nine months later, patient developed pain and swelling. Patient visited a dermatologist who sent out a culture of pus present and performed an MRI showing a bacterial infection in malar, infraorbital (dark circles), and temporal regions. Patient was prescribed antibiotics and corticosteroids. Symptoms ongoing.